Event description:
During breast augmentation sx, a small defect in the insulated electrocautery blade caused a very small incisional burn. The area was excised with no harm to the sx or pt, device removed from the field.